Event description:
It was reported that the surgeon indicated the trial head is too loose and fell out of wound upon manipulation. This is from radial head prosthesis mpe 7. Event #1 of 1 of complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Manufacturing evaluation report was reported incorrectly. Correct report is the product development evaluation. Within the product development evaluation report, instances of the word trail should be corrected to trial. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation report stated trail heads are used to evaluate which implant size (in both height and diameter) should be used for each patient due to the variance of the anatomy and fracture pattern. Therefore, the trial head was design to be loose fit on the trial stem to make it easy to remove and quickly replace with a different size trial head during this time of the operation. This design concept is similar as other competitive devices that have side-loading feature to place the head on the stem. Adapting this concept was determined by design surgeons group based on their experience in doing these procedures and the requirement to keep this portion of the operation simple and quick. Because of the side-loading feature and loose fit design, if the soft tissue tension is not correct due to have a too small trial head than required, the trail head will be able to slide around on top of the stem if the forces are in line with the dovetail feature. Based on intend of the design, it was not malfunction of the product. Holding head trial during the trial reduction may be required in situation where the damage to the boney structures and soft tissue is severe cause a grossly unstable situation. The complaint has been deemed invalid .